Event description:
The homecare provider (hcp) reported the following info: (1) the 590 concentrator was installed in pt's home in 2001. (2) a little over a month later, hcp called pt to service machine, but received no reply. (3) the pt's property mgr informed hcp that pt had moved to a nursing home. (4) hcp called nursing home to pick up concentrator. (5) nursing home reported that pt had passed away while smoking and receiving oxygen from the concentrator, thus catching pt, bedding, oxygen tubing, and device on fire.